Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) required maintenance. A field service engineer (fse) dialed into remote support service (rss) and reseated the universal serial bus (usb) connection to the bio-ID and rebooted the station and confirmed the bio-ID functionality. Additionally, the fse identified that full height drawer 6 cubie failed and would not sense close. Then the fse replaced the inseparable latch to resolve the issue and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier displayed an error of requiring maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.